Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with operational currents within spec and passed displacement test. The insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage due to non-sleep anomaly software error. The insulin pump had a pump error alarmed during self test and confirmed in pump history with variable due broken trace keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. Customer blood glucose level was 6.4 mmol/l. Customer also had issue with insulin pump battery life. The device will be returned for analysis.